Event description:
Pt was being treated for tissue breakdown resulting from radiation treatments which began on 7/12/1999 as a result of breast cancer. Dr prescribed change of primary wound dressing to different brand that reportedly resulted in a severe skin reaction. Pt discontinued use of product and dr prescribed diverset every 4 hours and daily monitoring.